Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient fell down about 4-6 weeks ago and landed on the device. Caller said the device was turned off because the patient was having shooting pains down the leg and a continuous electricity sensation. Caller was told the device needs to be in MRI mode in order for the patient to have an MRI of the head. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. Caller asked if the representative could meet them at the facility to help them put the device into MRI mode. Reviewed the representative's role and emailed rep. Patient is having cognitive issues and needs head MRI

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that falls effect on the device was not determined. To resolve the electricity sensation patient turned off device and set it to MRI mode. It was reported that the issue was resolved. The patient reported no longer feeling pain.